Event description:
It was reported that the customer has been trying to get a new pump for a few months now. Customer's mother stated that the bottom of the pump that is opposite the reservoir and battery opening is falling out. Customer's blood glucose level was 70 mg/dl. Customer's mother stated that the end cap is damaged because the customer was hit with a hockey puck from a slapshot in the chest yesterday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, detached end cap and stained end cap sticker.